Event description:
(B)(4) study. It was reported that following a coronary artery treatment procedure the patient experienced angina. The target lesion was located in the mid left anterior descending artery with 75% stenosis and was 16 mm long with a reference vessel diameter of 2.75 mm. The physician treated the lesion with direct stent placement of a 2.75 x 20 mm taxus liberte stent, with 0% residual stenosis. The patient was discharged on aspirin and prasugrel. In (B)(6) 2012, the patient presented with unstable angina and was hospitalized. In (B)(6) 2012, a target vessel re-intervention was performed. The mid lad was treated with a 3.00x20mm promus stent with 0% residual stenosis. The patient was discharged on aspirin and effient.

Manufacturer narrative:
(B)(6). Event date: (B)(6) 2012. Device is a combination product. Device evaluated by manufacturer: the complaint device was not received at the complaint investigation site (cis) for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).